Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call son is experiencing high blood glucose levels of 28 mmol/l. The dad treated son's high blood glucose levels with 7.5 units with manual syringe. The customer's father was asked if they wanted to trouble shoot but father mentioned the son can manage his high blood glucose levels and get them down. The father wanted sets replace, father was advise that they will replace the two sets for him. The device was not returned for analysis.